Event description:
The reporter stated that the surgeon was attempting to insert a single piece collamer lens model cc4204bf into patient's eye and noticed the lens was not coming out of the injector correctly, so he decided not to use it. Lens did not go into eye. It was reported that the lens was not folded correctly in loading.